Manufacturer narrative:
The insulin pump was received with constant motor error alarms noted during rewind due to corroded motor home switch. The displacement test could not be performed due to the motor error alarms. The device also had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners. No motion sensor test failure alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 184 mg/dl. The customer stated that the device was worn during an MRI test. Troubleshooting was not able to resolve the issue. The device was returned for analysis.